Manufacturer narrative:
Arc medical has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or its employees that device. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Arc will submit a supplemental report if additional relevant information becomes known. From investigation so far, there is no abnormalities.

Event description:
The customer advised that the sutures are working well during surgery; however, post surgery, the sutures are breaking down early causing patient's incisions to open up. The customer advised that these instances occurred over a period of 3 months, starting in late (B)(6) when the first patient came in post procedure, until (B)(6), when the fifth patient came in. The procedure being performed was a face lift for all 5 patients. Three (3) of the 5 patients open incision wounds got infected and they needed further treatment.